Manufacturer narrative:
The device involved in this event has been returned and the evaluation is pending. A follow-up report will be sent with results of the investigation when available.

Event description:
This was a peripheral vascular intervention to treat the right peroneal. The physician was planning on using a csi diamondback to treat the vessel. The ostium of the vessel was very tight (almost 100% occluded). A quickcross catheter was used over a viper wire to cross the lesion. The wire was advanced to the distal peroneal and some difficulty was noted upon removal of the quickcross catheter. When the physician attempted to extract the quickcross, the catheter broke approximately 5 inches above the proximal marker. The catheter broke as it was being pulled through a very tight, highly calcified lesion in the tibioperoneal trunk/peroneal artery. A csi diamondback atherectomy system and a chocolate pta balloon were used to open the peroneal ostium. The piece of the quickcross that broke off was able to be snared and removed from the patient's vasculature. The patient experienced no ill-effects from the procedure and recovered from the procedure.

Manufacturer narrative:
Catheter investigation summary. The inspection of the quick cross found that the catheter broke 18 cm from the distal tip. The device caught on something while being retrieved during the procedure. A review of the lhr found no errors during the manufacturing of the device. The cause of the device breakage was due to the complexity of the procedure.